Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2026. Investigation summary: bd received 300 samples and 2 photos for investigation. The photos were visually evaluated and show a tube with the hemogard closure assembly detached from the tube. The 300 returned samples were visually inspected, and the hemogard closure assembly was correctly assembled and placed on all tubes. No cocked stoppers were identified that would cause the hemogard closure assembly to be incorrectly applied. Additionally, 10 retained samples were used for functional tests, and all were within specification limits. No issues with the hemogard closure assembly being loose or separating were observed during or after the functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the cap of one tube popped off resulting in sample leakage. Blood got all over the phlebotomist, the clipboard and the floor. The phlebotomist was wearing scrubs and gloves during the incident, and there was no exposure to skin.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the cap of one tube popped off resulting in sample leakage. Blood got all over the phlebotomist, the clipboard and the floor. The phlebotomist was wearing scrubs and gloves during the incident, and there was no exposure to skin.